Event description:
It was reported that the patient presented in the operation room for a scheduled device implant procedure. During the procedure the atrial lead exhibited p-wave amplitude variation and variable capture threshold. The lead was replaced and was not used. The patient was stable prior, during and post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.